Manufacturer narrative:
The customer's complaint that the tubing set separated and leaked was confirmed from a picture received by the customer. The customer¿s photo was evaluated and the reported event of separation was observed to be from the nitro tubing to the lower fitment. The root cause of this failure was not identified.

Event description:
The customer reported that on the 4th floor chemotherapy unit, the rn primed the tubing set per their policy with leucovorin without difficulty. Once primed, the nurse attached the tubing to the patient and placed the tubing set into the alaris pump per facility protocol. After the pump door was closed the tubing separated below the blue safety clamp and leaked a small amount of leucovorin onto the user's chemotherapy gown and the floor, but not the patient. There was no patient harm.